Manufacturer narrative:
On 10-jan-2025, angelini s.p.a. Provided bridges consumer healthcare additional information. Angelini s.p.a. Received the information on 30-dec-2024. The report is as follows: follow-up information received on 30-dec-2024 from qa department. Complaint number: (B)(4). This complaint complies with the requirements stated in investigation procedure: (B)(4) processing consumer complaints, effective 23-oct-2024 and it is recommended for approval. A 36-month trend analysis has been conducted. The trend analysis returned a total of 126 complaints for lbh 8 hour products during the period 11-25-2021 to 11-25-2024 for the class/subclass. None of the complaints were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The ppm for this complaint is 1.72 ppm, which is within the control limit for this subclass and product type. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh 8 hr products. The most probable root cause is intentional device misuse. It was reported the consumer (81-year-old) applied a thermacare lbh heat wrap (batch number: ga0191) directly to the skin. The wrap expired on 31-oct-2024. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The packaging instruction warns the consumer, if 55 and older, wear over a layer of clothing (or cloth), not directly against your skin. Instructions also include the warning to check skin frequently during use and to ask a doctor before use if you have diabetes. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. All materials used in the production of this batch were inspected and released by quality control before being released for use. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks. The product quality for the batch is not impacted by this complaint. There are pre-identified risk factors that could cause burns/blisters listed in the hazard analysis (B)(4). During the investigation of this complaint: (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no identified defect, there is no change needed to the risk documentation as a result of this investigation. Based on the information provided, the event of thermal burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the expired device used and intentional device misuse. The pi of thermacare heatwrap lbh mentions that thermal burn could be an adverse event of this medical device, whereas it does not mention expired device used and intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heatwrap lbh and the reported adverse event was considered as possible, and not assessable for expired device used/ intentional device misuse. Batch: ga0191 is the only batch within the scope of this investigation. The device history record, manufacturing electronic system records, retain samples, thermal results, raw materials and trending were evaluated. No quality issues were identified during the production of the batch. No retain evaluation is required for this complaint, as no defect was reported. Visual inspection of the product would not be beneficial as a consumer experiencing a burn can't be detected by reviewing the wrap. The complaint was evaluated to identify a potential trend for the batch and subclass. The evaluation of the batch history shows this is the first complaint for the subclass adverse event safety request for investigation. On the basis of this evaluation, a trend does not exist for this batch. The complaint was evaluated to identify a potential trend for the subclass and product type. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare lbh products. There is no further action required. The batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures. The most probable root cause is intentional device misuse.

Event description:
Angelini s.p.a. Provided bridges consumer healthcare the following report on 06-dec-2024. Angelini s.p.a. Received the information on 19-nov-2024. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 25/nov/2024 from an other health professional through diamed (de4797). This case report concerns an old female patient (age not provided: height approx. 1.70 m, weight approx. 75 kg) with diabetes, a thyroid disorder, silent myocardial infarction, and a cerebral vascular accident who applied a thermacare lower back and hip (batch number ga0191, expiry date=10/2024) for an unknown indication. Concomitant medication(s) were unknown. Medical history included diabetes mellitus, thyroid disorder, silent myocardial infarction, and a cerebrovascular accident. On unknown date, after use of a thermacare lower back and hip initiation, the patient developed thermal burn, expired device used, intentional device misuse. A report from a pharmaceutic-technical assistant was received via pharmaceutical representative on 25-nov-2024 and additional information via phone call with the pharmacy the same day. In early (B)(6) 2024, a female consumer (height approx. 1.70 m, weight approx. 75 kg), born in 1943, applied thermacare heat wrap lbh (batch number ga0191, expiry date 10/2024) for an unknown indication. The consumer applied the heat wrap directly on the skin and wore it for 5 hours. After this time, she experienced thermal burns. She had used thermacare heat wraps for years in the same way, and never had experienced burns before. She consulted her general practitioner who treated the wounds with hydrocolloid plasters. A photograph was provided. The outcome was recovering/resolving. Outcome: thermal burn: recovering/resolving, expired device used : recovering/resolving, intentional device misuse: recovering/resolving. The action taken in response to the events for thermacare lower back and hip was unknown. Angelini medical assessment: the pi of thermacare heat wrap lbh mentions that thermal burn could be an adverse event of this medical device, whereas it does not mention expired device used and intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare heat wrap lbh and the reported adverse event was considered as possible, and not assessable for expired device used/ intentional the overall assessment for this case is serious/unlabeled/possible. The anticipated date of the next report is 14-jan-2025.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.